Manufacturer narrative:
(B)(6). (B)(4).

Event description:
According to the reporter: the patient was being carried to operating rooms after having been operated on eight days before for an incisional herniorrhaphy where it is corrected with a mesh product. An exploratory laparotomy was performed where breaking mesh is noticed on left edge with protrusion of bowel loops localized. Additional information was requested but not yet received.